Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3.5. (B)(6) 2016 inratio inr = 2.4; lab inr = 5.7; 1 1/2 hours between tests. (B)(6) 2016 inratio inr = 1.6. (B)(6) 2016 inratio inr = 2.1. (B)(6) 2016 inratio inr = 1.7. (B)(6) 2016 inratio inr = 2.0. (B)(6) 2016 inratio inr = 2.4. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion the meter associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. In-house testing on strip lot 378740a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Additional information: the meter associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. The impedance curve associated with the customer's reported discrepant low result was beyond the limitations of the inratio meter memory and was therefore not analyzed. Three of the five customer's additionally reported inratio inr results were found within the last 4 results in the meter. A statistical analysis of these curves determined that the curves exhibited weak slope change. Discrepant results caused by weak slope changes are related to the software on the meter; this issue was addressed in CAPA-(B)(4). The returned meter passed functional and thermistor testing requirements during in-house testing. With the exception of the weak-slopes observed on the customer's returned meter, in-house testing shows that the system is performing within expectations. A review of the entire in-house testing history of reported lot 378740a was performed. In-house testing on strip lot 378740a met expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause cannot be determined from the information provided. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. The monitor is not a single use device.